Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. The ins was not charging because of some error, but it was also noted the internal battery was charged for 75%. The patient stated the charger was working fine, although it was also noted the recharger was not working properly, so it is unclear if the recharger contributed to the event or not. The recharger was replaced to exclude a recharger issue and troubleshoot the problem. No other actions were taken and the event was not resolved at the time of the report. No patient harm was reported.